Event description:
Hill-rom received a report from the account stating the foot end casters are not holding in brake. The bed was located at the account in storage. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the foot end casters were not holding due to the casters stems cracked and wheels will not hold. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced foot end casters supports to resolve the issue. Based on this info, no further action is required.